Event description:
The customer initially reported to physio-control that their device would not pass its user test, had an illuminated service indicator and had logged an event code. After an evaluation by physio-control, it was observed that the device could not deliver defibrillation energy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. Physio also performed unrelated repairs and the device was then returned to the customer for use.the removed therapy pcb assembly was further evaluated in the failure analysis center and the cause of the reported failure was determined to be due to a shorted capacitor, designator c100.